Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: neu_label_acc, lot#: unknown, product type: accessory.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's symptoms were not helped by the implant for the past week and that the patient's symptoms were horrible the day prior to the call. Troubleshooting determined that therapy was turned off. The patient was able to turn stimulation on, but needed to turn stimulation down. The patient then wondered how the implant was turned off and the patient did not know if they had pressed a wrong button because they had "not done anything with it for 2 days." When asked about possible electromagnetic interference (emi) the patient mentioned going through airport security and that the symptom return was in the same timeframe as the air travel. The patient was advised to follow-up with their healthcare provider (hcp) if turning stimulation back on did not resolve their symptoms. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.